Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: all leds on unit are working properly. Replaced worn finger on complete pressure adjuster with tip replacement kit. Performed fms solo system rework for fms connect interface cable. Also removed broken screws from stand-offs on sub'd connector. The unit passed all diagnostic tests, functional tests, and is fully operational. Further a review into the depuy mitek complaints system revealed one other complaint for this device's serial number. This pump is 8 years old and has possibly seen heavy use in the field. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer the switch led is out and the pump does not work properly. It was during a rotator cuff procedure. The procedure was completed with this device with no patient consequences reported. The device will be returned. Additional information received by mitek complaints on february 04, 2015: the sales representative reported a three (3) minute delay in the procedure.